Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2007. On two days later, the pt experienced a fistula. An excision of the device and a right ureteric re-implant procedure was performed on an unknown date. The pt's current status is improved.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.